Manufacturer narrative:
The patient was born in the year 1961. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis further described by the customer as an abdominal infection. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment for the event with unspecified ¿imported¿ anti-inflammatory drugs (doses, frequencies, and routes were not reported). On unreported dates, the patient was hospitalized, the patient was recovered and pd therapy was withdrawn (no further detail was provided). It was reported that pd therapy was ongoing during the hospitalization. No additional information is available.